Event description:
A user facility biomedical technician (bmt) reported a dialyzer was causing a hemodialysis (hd) patient blood clots. The bmt advised that the patient had to re-start treatment following the event and there were no changes to patients health. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. Two of the complaints are not associated with the current event. The other complaint is mentioned above addressing the other patients with blood clots (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. He production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer was causing a hemodialysis (hd) patient blood clots. The bmt advised that the patient had to re-start treatment following the event and there were no changes to patients health. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.